Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported experiencing elevated blood glucose of over 500 mg/dl with nausea and vomiting. She called the emergency doctor and was transported to the hospital. She was released on (B)(6) 2023. The patient was treated with unknown insulin.